Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the customer confirmed that the reported event date was 05/29/2024 and that the instrument was inspected prior to use and the wires near the instrument jaw were cut. The event occurred during a gynecology myomectomy. The customer was suturing when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. The customer confirmed that there were issues related to the opening and closing of the grips and the surgeon lost control on the jaw. There were no issues related to the left or right (yaw) motion of the grips and no issues related to up or down (pitch) motion of the wrist. There were two cables visibly protruding from the distal end of the instrument. The protruding cables were ones that control the opening and closing of the jaws. The protruding cables did not control the up and down motion of the wrist. There was no patient injury as a result of the instrument issue. No images or patient demographics were available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire in the jaw of the mega suturecut needle driver instrument got broken during the procedure. This was the last use for the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.